Event description:
It was reported that the customer had a high blood glucose level of 400 mg/dl. Customer treated with an injection. Customer stated that they have a back-up plan. Customer was disconnected at the quick release and found no air in the tubing. Customer ran a manual prime and the insulin did not exit the tubing. Customer did not find any leaks. Customer stated that the cannula was not bent. It was explained that high blood glucose levels are often caused by site/set issues. Customer was advised to change the entire set, reservoir, and insulin. Customer was also advised to treat per health care provider's instructions. Customer also received a no delivery alarm during the manual prime. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-71891